Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and low vaulting was noted. The lens was exchanged for a longer lens and this resolved the problem. The patients last bcva was 20/20 on (B)(6) 2014.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Evaluation method: lens work order search and medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).